Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The issue was noticed at the patient¿s home while priming for automated peritoneal dialysis. The patient was not connected at the time of the event. Renal therapy servicies (rts) assisted the patient to close the clamps, cycle the power and advance the device to load the set step. Rts instructed the patient to inspect inspect the cassette for scratches or marks, the patient stated it looked fine. Rts asked the patient to wipe off the cassette and gasket with a dry cloth and the patient stated that the dry cloth indicated something was wet. Rts instructed the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.